Event description:
The pt was implanted with a synchromed pump and catheter in 1998 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. This pump became infected and was explanted in 1998. Pump pocket cultures grew pseudomonas aeruginosa. Another pump was implanted in 1999. The hcp noted signs of infection - fever to 100 degrees f and old blood in the pump pocket, which was aspirated. The pt had increased tone. A refill was performed on 06/23/1999 and again on 07/21/1999. The pt was started on doxycycline 250 mg qid. The hcp suspected a pump pocket abscess. No cultures were performed. The pt died on 07/30/1999 due to sepsis. The hcp is unsure of the relationship of this event to the device. No records were available of the pt's acute septic course.